Event description:
Related manufacturer reference number: 1627487-2024-07795. It was reported that both patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients drg system was explanted and replaced with scs system to address the issue. One of the drg leads fractured and a portion of the lead remains implanted [related manufacturer reference number: 1627487-2024-07792].

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.